Manufacturer narrative:
(B)(4). Date sent: 3/26/2026. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot number was provided therefore a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that there was a patient with history of gerd, hiatal hernia, hypertension, hyperlipidemia, and obstructive sleep apnea. Medical records provided state that after failing medical therapy, patient underwent hiatal hernia repair with 17b linx implanted on (B)(6) 2019 to treat his symptoms. He did well for one year post implant with the exception ¿occasional heartburn and some voice changes with throat symptoms but no dysphagia¿ in late 2020 an esophagram/upper gi revealed no reflux or hiatal hernia present and linx in place. In late summer 2025 spinal xray indicated a discontinuous device. Patient reported he was experiencing mild gerd symptomatology and underwent linx explant and hiatal hernia repair on (B)(6) 2025. Post operatively, patient reported increasing heartburn and occasional epigastric pain. Medical therapy was undertaken and patient is now considering fundoplication for ongoing reflux.